Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the touch screen was responsive. The customer's blood glucose level was 92 mg/dl at the time of the report. The customer would continue to use the pump for insulin therapy.